Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed external ram error. The customer stated that the alarm did not occur during the rewind/prime sequence. She was instructed to clear the alarm, rewind and program a normal bolus into the air; the bolus amount was recorded in the bolus history and the insulin pump passed the self-test. The customer also reported that the display on the insulin pump went blank. During troubleshooting, she found that the battery compartment was corroded. Blood glucose value was 107 mg/dl. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.